Event description:
Technician found bed in basement with broken sign attached. He determined that the siderail latching mechanism on both head and left foot had failed. They would not lock in the up position and latch would not release. To resolve the problem, all four siderail latching mechanisms were replaced. The latches had contamination and dirt.